Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for gripper actuation, tissue damage, and medical intervention it was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system was advanced to the mitral valve; however, it was not possible to lower the gripper arms. Trouble shooting was performed, but failed. The cds was removed with the clip attached. After the cds was removed, it was observed chordae twisted around the grippers. The procedure continued with a new cds. The clip was positioned to treat the chordal damage, and the clip was deployed. One clip was implanted, reducing mr to <1.there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned. All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All information was investigated, and the reported gripper actuation issue appears to be related to procedural circumstances (chordae becoming stuck and twisted around the grippers). The reported tissue damage appears to be related to procedural circumstances. The reported patient effect of chordal rupture (tissue damage) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.na